Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula bent event on 27-feb-2026. The bent cannula led to blockage .blockage was at the site .the event occurred within three hours of insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. No further information is available.